Manufacturer narrative:
Reference MFR report # 2916596-2016-00052 for the patient¿s previous report of neurological dysfunction form (B)(6) 2015. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, a stroke alert was initiated by staff after the patient experienced an onset of right hemiparesis. Scans, blood work, and evaluation by the neurologist were initiated. The patient¿s inr at the time of the event was 21. The patient¿s anticoagulation on that day consisted of 5mg po (oral) coumadin and of 1mg po (oral) aspirin at the time of the event. The day prior, the patient had taken 4 mg po (oral) coumadin. On (B)(6) 2016, a non-contrast head CT scan was performed and revealed remote infarction with encephalomalacia within right frontoparietal high convexity, as well as a right greater than left occipital lobes. On the same day, a CT angiography (cta) was performed and found left ica thrombus with good reconstitution of mca/aca vessels. At time of neurologist evaluation, all symptoms had resolved and no intervention was recommended. Follow up non-contrast CT on (B)(6) 2016 showed no changes, no hemorrhage, and no thrombus visualized. The stroke was reported to have resolved on (B)(6) 2016. The patient had been admitted from (B)(6) 2016. The patient was discharged home on home hospice per the family¿s request. Reportedly, the patient had no known related clinical history. The patient did have a previously reported event of neurological dysfunction in (B)(6) 2015.

Manufacturer narrative:
The patient remained ongoing on pump support until they expired on (B)(6) 2016 due to multisystem organ failure unrelated to the reported event. The center reported that there were no device-related issues and no equipment would be returned for investigation. A direct correlation between the report of stroke and the device could not be determined through this evaluation. The instructions for use lists peripheral thromboembolic event, stroke, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.